Event description:
The device was used during a hartman's procedure. Reportedly, the instrument jammed and there was tissue hang up. The surgeon was able to complete the procedure without any patient injury.